Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return.

Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 210 mg/dl (aviva) and 100 mg/dl (doctor's meter). No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.